Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed a functional testing. The cause for the failure was isolated to the a the heat shrink was pulling off of pulse wire inside distribution node (dn) and were shorting against dn pca. The root cause for the pulled heat shrink was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a german patient's electrode belt was damaged.